Event description:
The customer reported that when defibrillating a pt in vf with this device, there was not the observed pt jump they expected. The users switched to a different model of defibrillator and delivered a shock. The pt died, but the doctor has stated that the device was not a factor in the pt outcome.

Manufacturer narrative:
The device was evaluated by a philips field service engineer, and it passed all testing including shift/system check, extended self test, defib measurement test and external paddle continuity test. There was no trouble found. There was no malfunction of the device identified. Note that "the presence or absence of a muscular response to the transfer of energy during electrical therapy is not a reliable indicator of energy delivery or device performance" (hsxl IFU, page 1-4). Based on the available info, we consider this issue to be the result of a user misunderstanding regarding a pt's muscular response to the delivery of energy.